Event description:
The customer reported false reactive architect syphilis tp generated from architect i2000sr and provided the following data for two (2) patients: sample 1 initial test result: 1.03 and initial repeat result was 1.07s/co. The sample was further repeated and generated results of 0.98/0.96s/co (reference = 1.0 s/co is reactive) sample 2 initial test result: 1.12, initial repeat result was 1.11s/co, the sample was further repeated and generated results of 0.99/0.95s/co (reference = 1.0 s/co is reactive) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The architect i2000sr serial number (B)(6) was evaluated. It was determined that the valve, manifold kit required replacement, which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant results. A review of tracking and trending did not identify a trend for the valve, manifold kit or the architect system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the valve, manifold kit as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported false reactive architect syphilis tp generated from architect i2000sr and provided the following data for two (2) patients: sample 1 initial test result: 1.03 and initial repeat result was 1.07s/co. The sample was further repeated and generated results of 0.98/0.96s/co (reference = 1.0 s/co is reactive) sample 2 initial test result: 1.12, initial repeat result was 1.11s/co, the sample was further repeated and generated results of 0.99/0.95s/co (reference = 1.0 s/co is reactive) there was no reported impact to patient management.